Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tubes device was used in a peg procedure (patient age and weight unknown). According to the complainant, during the procedure, the balloon tested fine. Within a month after placement, it began leaking nutrition supplement from the feeding port. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual and functional evaluation of the returned device confirmed the reported complaint. A syringe was connected to the feeding lumen with the medication and feeding ports closed. Water was injected into the lumen and no leaks were observed at the feeding port. Water was observed to be leaking from the first plug on the medication port. Upon closer examination of the plug, the plug was found to fit loosely into the medication port. The port did not show obvious signs of being stretched. The root cause of the medication port leak could not be determined.